Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. A possible cause for breakage is stress overload. Our IFU warns against retracting or moving heavy tissue with this instrument.

Event description:
Allegedly, during a laparoscopic hernia procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The doctor immediately replaced the instrument and removed the broken jaw. There was a 15 minute delay for replacement of the instrument which had no negative impact on patient. The procedure was completed and the hospital reported that there was no injury to the patient.